Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that the balloon distal part was allegedly detached from the proximal ends of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided and reviewed. The photo shows a detached portion of the catheter with the inner guide-wire lumen and balloon connected to the distal tip. One pta dilatation catheter was received for evaluation in two segments. During visual evaluation, segment 1 was noted to consist of the inner guide-wire lumen and the balloon. The balloon was still connected at the distal tip and inverted. Segment 2 consisted of a partial section of the catheter. No functional testing was performed due to the condition of the returned sample. Therefore, the investigation is inconclusive for the reported balloon rupture as no evidence of balloon rupture could be determined. The investigation is confirmed for the reported detachment as the catheter was noted to be detached from both the photo review and returned sample. A definitive root cause for the reported balloon rupture and detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that the balloon distal part was allegedly detached from the proximal ends of the balloon. The procedure was completed using another device. There was no reported patient injury.